Event description:
Device malfunction: partial deployment/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention/prolonged procedure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the clip was partially deployed and closed the artery. The clip fastened itself by one tine to the distal end of the device. The device could not be removed from the pt anatomy. Surgical intervention was required to separate the clip from the distal end of the device. During the surgical procedure the device and clip were removed, and hemostasis was achieved. The procedure was prolonged 45-60 minutes. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.